Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a xray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge fell apart in the wound. The customer further reports, that the frayed sponge particles were removed immediately with no ill effect to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring contacted the customer requesting additional information but no further information was available. If additional information is obtained, the medwatch form will be updated.